Manufacturer narrative:
(B)(4). Eval results: eval of the product found the alarm sounded when it should initially but when the magnet was placed back on the magnet plate and removed, the alarm did not sound as it should. The alarm function is intermittent. The tone selector and low battery indicator does not work. (B)(4).

Event description:
The customer reported the alarm powers on and then powers off at times. The customer reported the alarm has no visible damage on the alarm case or battery compartment. There was no pt incident or injury reported.